Manufacturer narrative:
Corrosion was observed on the battery stack. A hole in the unexposed portion of the cannula was discovered during fluid path testing. Internal leaking from the hole was determined to have contributed to the observed corrosion. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. As treatment a new pod was applied.